Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09r5n, implanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had a multidrug resistant urinary tract infection. The patient had a staghorn calculus positive urine culture. Abnormal urinalysis and urine culture showed mixed flora. Zosyn 3.375 was given via a peripherally inserted central catheter. Event was considered resolved without sequelae.

Event description:
Additional information received from a healthcare provider for a clinical study reported the etiology was programing/stimulation surgery/anesthesia.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va09r5n implanted:(B)(6)2013 product type lead product ID 3095-10 serial(B)(4) implanted: (B)(6)2013 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported that the etiology was specified to be urinary tract infection (uti). Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.